Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an aleutian tlif ii adjustable inserter was difficult to disassemble from a cage and that an aleutian tlif ii adjustable inserter inner shaft was "broken" intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the inner shaft.